Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and readiness testing while the device is monitoring ECG simulation without duplicating the report. The device was recertified and returned to the customer. Review of the device log confirmed that the readiness test was executed, however, there was no patient monitoring activity on the reported event date, (B)(6) 2021. There is no evidence to indicate the reported event occurred while using this device. The investigation concluded that the device is working as expected. Therefore, our investigation for this report was unsubstantiated. No trend is associated with reports of this type.